Event description:
The following has been reported: biomed reported: "service needed error". Patient harm: no. Infusion stoppage: no. A preliminary review identified the following issue: mechanical hardware failure (air compressor). Active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
Complaint confirmed mechanical hardware failure (air compressor). Pump was returned due to mechanical hardware failure (air compressor). Unit started up with red pump alarms. Log files indicated mechanical hardware failure (air compressor) and unit failed recharge test. Installed engineering test pneumatic assembly and unit passed. Dyno flow air compressor will be removed and replaced during repair process. No other damage found.